Event description:
Pt was being monitored in the labor room. Smoke was noted to be coming from the unit. The pt was detached from the unit immediately and the unit removed from svc. The pt and the baby were unharmed. The unit was a rental and they were notified and the unit returned.